Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: upon visual inspection of the complaint device it can be seen that on the proximal end the orientation-nose (for the nail), has sheared off from use, this thus confirming the complaint description. Furthermore, the instrument has dents, scratches and deformation over the whole device from often and hard use visible, all over the part is well used. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no material or hardness review is needed. A device history record review was performed for the affected lot, 11 parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in december 2015. No ncrs were marked in the DHR during production. Furthermore, all parts went through a functional test, before they had left the production. Unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place or/and that excessive force led to this damage. To prevent such problems, it is necessary worn or damaged instruments to replace. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 03.010.045, lot: 9705371, manufacturing site: hägendorf, release to warehouse date: 10.dec.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from new (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent an intramedullary (im) nailing of a femoral shaft fracture with an expert lateral femoral nail (lfn). When the surgeon was unlocking the aiming arm at the end of the case, the small tab of the insertion handle had snapped off. All fragments were retrieved easily without any additional intervention. Surgery was completed with a second set of lfn instruments in the hospital. There was a four to five (4-5) minute surgical delay. There was no adverse effect for the patient. Concomitant medical products: aiming arm (part: unknown, lot: unknown, quantity: 1). This report is for a standard insertion handle. This is report 1 of 1 for (B)(4).